Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced a software failure. A technical support specialist found that the patient visit had not been available on the device, although the visit appeared on other devices. The specialist found that the issue was linked to the show preadmission setting on the station. The technical support specialist advised the customer to enable the setting on the device, and the user agreed to reach out to the local administrator to update the device configuration and confirmed permission to close the case via phone. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the patient account would not pull into the cath1 pyxis patient list. The registered nurse was able to access the patient on the other cath lab pyxis machines, but not on cath1. The patient could not be located on this machine using either the registered nurse login, even after a reboot from the maintenance field and a manual hard reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.